Event description:
It was reported that the patient has expired due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, model # 3000tfx, was explanted. Refer to MFR # 6000002-2009-09717. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.